Event description:
Caller reported that ongoing malfunction alarm occured on the pump, identified by malfunction code malf 9. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. As a resolution, cts arranged to send the customer a replacement pump with updated software, provided storage mode instructions, and instructed the caller to return the malfunctioning pump to tandem. Customer continued to use the pump for insulin therapy.